Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed customer complaint that there was water damage. Corrosion was found on the rf (radio frequency) head connector/lem (link electronic module) printed circuit board assembly, rft (radio frequency transceiver), printer, analyzer bay, keyboard compartment, and printer cable. Analysis also found tabs on power cord bay door were broken and ECG (electrocardiogram) connector on lem printed circuit board assembly was loose. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported there was water damage and the door is broken. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.